Manufacturer narrative:
This device bipap a30 was manufactured 05/30/2014 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.

Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log relating to 'device cannot be operated after three restarts'. There is no documentation stated on a root cause and/or any component replacement to resolve the issue. Additionally, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device will be scrapped per the customer's request.